Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.9, retest: 2.1. Date: (B)(6) 2011, inratio: 3.9, lab: 2.9. Meter and lab test taken within minutes of each other.

Manufacturer narrative:
Customer is slightly anemic. Per product user guide - limitations, hematocrit ranges between 30-55% will not affect test results." Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr: 1.9, 2nd inr: 2.1, mean: 2.0, sd: 0.14, %cv: 7.07. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 3.9, reference: 2.9, mean: 3.40, confidence limits: 2.3-5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Conclusion: patient is slightly anemic; hct level was not known. Analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test result comparison from 05/23/2011 met accuracy criteria. (B)(4) action threshold has been reached. Since strip lot was released, 11 in-house therapeutic sample tests have been performed with 69 retained strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance requirements when compared to the results from in vivo tests. This issue will be subject to tracking and trending. Corrective action not required at this time.